Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no samples were received. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 8319909 for this type of defect or symptom.

Event description:
It was reported that prior to use it was discovered that syringes flange was damaged with a 3 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from chinese to english: at 8:57, (B)(6) 2020 when rinsing the indwelling needle for the patient, opened the prefilled catheter needle handle wing was damaged, replaced it immediately. No harm was done to the patient.